Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.

Event description:
Customer reported no reactivity with vss227 cell 1 (k+) and a patient suspected to have anti-k present in their plasma. Customer reported that the patient in question has a history of anti-e. The patient had initially been tested against vss228 on the provue and a 2+ reaction was observed to cell #1 (k+) and cell #2 (e+), cell #3 observed to be negative. As part of the customer's protocol, the sample was then tested by the manual gel method against an alternative lot, vss227. The customer reports only cell #2 (e+, k-) showed a 2+ reaction. Cell # 1(k+, e-) and cell #3 (e-, k-) were both observed to be negative. This report corresponds to ortho clinical diagnostics inc.